Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) broken atrial output button. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis could not confirm the customer comment that there was a broken atrial output button. One knob was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.